Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a wayne pneumothorax catheter was incorrectly placed in the hepatic venous system. One day after admission to the hospital, the patient was diagnosed with a pleural effusion. The pleural effusion was diagnosed by computed tomography (CT). The primary diagnosis related to the pleural effusion is unknown. The device was used emergently in the intensive care unit. Prior to placement of the device, the antithrombotic medication was adjusted/suspended. The anatomic location where the device was placed, and technique is unknown. Imaging was not used during device placement. After placement, the initiation of drainage was not successfully achieved. Drainage was described as a ¿rush of brownish/dark blood.¿ the device had not been successfully placed and hepatic or caval placement was suspected. The device had penetrated into the liver parenchyma and it directly drained one of the hepatic veins. A saline study was completed to confirm flow into the venous system. It was decided to perform the removal of the wayne pneumothorax catheter in the operating room in the event an additional intervention was required. The patient required a surgical procedure where the pigtail catheter penetrating the right lobe of the liver was removed laparoscopically. Laparoscopic control of hepatic hemorrhage with pressure was also completed. The patient was monitored in the intensive care unit, operating room and the inpatient care unit (non-intensive care). The patient was discharged six days after admission. Reviews of the documentation, including the manufacturing instructions, instructions for the use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information for the proper use of the set. Evidence gathered upon review of dmr, and product labeling, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, cook concludes that the adverse event is related to the procedure. It was stated that the device was inadvertently placed in the liver parenchyma. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a wayne pneumothorax catheter was incorrectly placed in the hepatic venous system. One day after admission to the hospital, the patient was diagnosed with a pleural effusion. The pleural effusion was diagnosed by computed tomography (CT). The primary diagnosis related to the pleural effusion is unknown. The device was used emergently in the intensive care unit. Prior to placement of the device, the antithrombotic medication was adjusted/suspended. The anatomic location where the device was placed, and technique is unknown. Imaging was not used during device placement. After placement, the initiation of drainage was not successfully achieved. Drainage was described as a ¿rush of brownish/dark blood.¿ the device had not been successfully placed and hepatic or caval placement was suspected. The device had penetrated into the liver parenchyma and it directly drained one of the hepatic veins. A saline study was completed to confirm flow into the venous system. It was decided to perform the removal of the wayne pneumothorax catheter in the operating room in the event an additional intervention was required. The patient required a surgical procedure where the pigtail catheter penetrating the right lobe of the liver was removed laparoscopically. Laparoscopic control of hepatic hemorrhage with pressure was also completed. The patient was monitored in the intensive care unit, operating room and the inpatient care unit (non-intensive care). The patient was discharged six days after admission.

Manufacturer narrative:
B3 (date of event): (B)(6)2017 to (B)(6)2019 d4: possible rpn's: (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.